Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred the 90% stenosed, 38x2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50 x 38mm synergy stent was advanced to treat the lesion. However, the tip of the stent was lifted due to severe tortuosity. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred the 90% stenosed, 38x2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50 x 38mm synergy stent was advanced to treat the lesion. However, the tip of the stent was lifted due to severe tortuosity. The procedure was completed with another of the same device. No patient complications were reported. Synergy ous mr 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first distal row, stent struts were lifted. The undamaged crimped stent od (outer diameter) was measured using a snap gage and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.